Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2022 by the archives of orthopaedic and trauma surgery, titled ¿treatment of proximal humerus fractures using reverse shoulder arthroplasty: do the inclination of the humeral component and the lateral offset of the glenosphere influence the clinical outcome and tuberosity healing?" The study reviewed twenty-eight (28) patients who underwent reverse total shoulder arthroplasty (rtsa) to address proximal humerus fractures, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, two (2) patients underwent revision. Source: holschen m, körting m, khourdaji p, et al. Treatment of proximal humerus fractures using reverse shoulder arthroplasty: do the inclination of the humeral component and the lateral offset of the glenosphere influence the clinical outcome and tuberosity healing? Archives of orthopaedic and trauma surgery. 2022:1-10.